Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 06/22/2015; belt: 10/08/2013.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient's primary caregiver reported that the patient's belt had released gel from all the therapy electrodes. When asked about the device having alarmed, the caregiver reported that the patient had experienced an episode when he blacked out and fell into the refrigerator before falling to the ground. The patient reportedly hit the back of his head and there was some redness and bleeding. The lifevest was removed for clean-up and placed back on. The patient was then taken to the hospital. Clinical review of the available ECG information indicates that the lifevest detected an arrhythmia at 18:49:07 on (B)(6) 2019 while the patient was in ventricular tachycardia (vt) at 220 bpm. At 18:49:42, the patient received a non-lifevest defibrillation while in vt at 250 bpm. The post-shock rhythm was idioventricular rhythm at 50 bpm. The non-lifevest defibrillation was delivered 35 seconds after the initial detection. The lifevest requires approximately 60 seconds of sustained vt above the programmed threshold in order to deliver a treatment shock. At 18:49:58, the lifevest delivered a treatment shock while the patient was in vt at 210 bpm. The post-shock rhythm was obscured by CPR/tactile artifact. At 18:50:13, the lifevest exited the detection sequence. The response buttons were not pressed during the event. The patient continued use of the lifevest. Follow-up indicated that the patient had received a chronic traumatic encephalopathy (cte) scan for his head injury and the results had come out as negative for cte. The lifevest performed as designed. The lifevest detected an arrhythmia and delivered a treatment shock while the patient was in a treatable rhythm. The patient also received an external defibrillation while in a treatable rhythm and while being monitored by the lifevest. It is unknown who delivered the external defibrillation.